Manufacturer narrative:
Upon receipt, the lead under consideration was subjected to a functional analysis. The performance of this device was scrutinized, including a visual and an electrical inspection. The analysis of the lead revealed several intra-operative damages. The conductor cable to the rv shock coil was found partly pulled out of the crimping. This indicates the presence of strong pulling forces applied during the explant procedure. The punctures observed on the lead were most likely caused by medical devices used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to twiddler's syndrome. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.